Event description:
It was reported by the customer that the tracheostomy tube was checked prior to use and later during use, there was an unspecified air leak. The patient was re intubated. After removal, a pinhole was observed in the pilot balloon of the tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested.